Manufacturer narrative:
Date of event: bannister, g., wallace, w., stableforth, p. And hutson, m. (1989). The management of acute acromioclavicular dislocation. The journal of bone and joint surgery, 71-b, 848-850. This report is for an unknown ao cancellous screw or malleolar screw / unknown quantity / unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, bannister, g., wallace, w., stableforth, p. And hutson, m. (1989). The management of acute acromioclavicular dislocation. The journal of bone and joint surgery, 71-b, 848-850. The authors conducted a randomized, prospective controlled trial from 1980 to 1983 of 60 consecutive patients with acute acromioclavicular dislocation who were randomly allocated to treatment with a broad arm sling (conservative group) or to reduction and fixation with an ao (arbeitsgemeinschaft für osteosynthesefragen) coracoclavicular screw (surgical group). Fifty eight men and two women with mean age of 32.5 years entered the trial. Follow-up was conducted after six, 12 and 16 weeks, then at one and four years for function, range of movement, power and pain. Two patients died during the follow-up period. The authors did not report the cause of death. Thirty three patients underwent conservative treatment: a two week rest period in a broad arm sling. Twenty seven patients underwent surgical intervention including fixation of the clavicle to the coracoid process with an ao cancellous screw or malleolar screw and washer. Screws were removed after six weeks. Both groups participated in the same rehabilitation program. Results in the surgical group included: serious injury - ao cancellous screw or malleolar screw. Painful subluxation with re-operation (two patients); loss of reduction in 35 percent of the cases when the screw was removed and unspecified deterioration of two patients. This report is 1 of 3 for (B)(4). This report is for an unknown ao cancellous screw or malleolar screw.